Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel leading into categorizing the ventricular rhythm faster than the atrial rhythm. No therapy was delivered. Nonetheless, technical services (ts) and the health care professional (hcp) agreed that the original rhythm is ventricular and no conducted as the algorithm recorded. This ICD remains in service. No adverse patient effects were reported.